Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The device reverted to bvvi during the cyber security upgrade. The device was restored to normal function. A device image was received a session record was also requested.

Event description:
New information received indicates that the firmware update was successfully done after the restoration of the device programming. No further complications were noted, and the patient will resume a normal follow-up schedule.